Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient attended school as usual. The cgm was working fine, prior to going to school, she did a blood glucose monitoring (bgm) which was within normal range (no value provided). However, at school, during the day, one of her teachers noticed that the patient was vomiting and promptly informed her mother. Upon arriving at the school, the continuous glucose monitor (cgm) was 378 mg/dl, and no bg reading was taken at that time. Concerned for her daughter's health, the mother took the patient to the hospital. At the hospital, the bg reading was 450 mg/dl and there was no cgm value reported. After a few hours of observation, the medical team decided to transfer the patient to a medical center for further treatment. The patient was admitted for three days and diagnosed with diabetic ketoacidosis (dka), and the bg reading was up to 1200 mg/dl. The mother was unable to provide detailed information about the medications administered at both hospitals. She could only recall that the patient received fluids and insulin but could not remember the specific dosages or frequencies. It was reported that the mother was not in good health herself, having recently been discharged from the hospital, which contributed to her limited recollection of the incident. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.